Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high sensor scan with a vertical trend arrow while wearing the adc freestyle libre sensor, compared to an hcp meter. On (B)(6) 2020, the customer obtained a scan of 216 mg/dl and self-administered 4 units of insulin prior to bedtime. The customer lost consciousness and the wife called emergency services. Upon arrival, the paramedics treated the customer with unspecified medication via IV, and obtained a blood glucose test of 68 mg/dl on the hcp meter after treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information; d4 (serial number) has been updated based on returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high sensor scan with a vertical trend arrow while wearing the adc freestyle libre sensor, compared to an hcp meter. On (B)(6) 2020, the customer obtained a scan of 216 mg/dl and self-administered 4 units of insulin prior to bedtime. The customer lost consciousness and the wife called emergency services. Upon arrival, the paramedics treated the customer with unspecified medication via IV, and obtained a blood glucose test of 68 mg/dl on the hcp meter after treatment. There was no report of death or permanent injury associated with this event.